Manufacturer narrative:
Concomitant medical products: product ID: 306001, lot#: unknown, implanted: (B)(6) 2021, product type: screening device. Product ID: 306001, lot#: unknown, implanted: (B)(6) 2021. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown. Product ID: 306001, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient who was using an external neurostimulator (ens) for urgency frequency. It was reported by the basic evaluation patient that they had pain in their lower back on the left side. The patient stated they switched to the right side and put stimulation at 0.3, where they noted they were comfortable. The patient mentioned that higher than that was uncomfortable. On (B)(6) 2021, the patient reported that they'd gotten their bandages wet, everything had come loose and the device had shut itself off. The patient stated it was no longer working and that everything would be removed on (B)(6) 2021 at their appointment. The patient noted they had spoken to their manufacturer representative (rep) and the health care professional (hcp).